Event description:
The patient developed swelling in the lip, swelling in the nasolabial area and redness allegedly 20 days after injection in the nasolabial area. The patient was prescribed medrol dose pack. The patient has no known allergies.

Manufacturer narrative:
As present, the patient's condition has not fully resolved, but is improving. The batch record, including sterility testing records, was reviewed and did not reveal any issues with the alleged product lot.